Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for cervical radiculopathy reported the device ¿fused out¿ and ¿shocked them.¿ following this the device wouldn't charge.